Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has confirmed. The root cause was isolated to the trunk cable being cut. The root cause for damaged trunk cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.